Event description:
It was reported that the patient mentioned that her girlfriend got an insertable cardiac monitor (icm) implanted incorrectly. The insertion site was not closed properly and the site was still open on her chest. No further information was available. The device remains in service. No additional adverse patient effects were reported.